Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected the assembly, there were no visible defects, damage or contamination. Component was installed in known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed the following transducer fault alarm upon start-up. Unit was powered in service mode; the event log shows multiples transducer faults for exhalation pressure transducer (pt801). Performed transducer calibration as described in the vela ventilator systems service manual. The reported complaint was confirmed and duplicated. This is a known issue which can be referenced with CAPA: ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer performed exhalation pressure transducer calibration and failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.